Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the motor was worn, and the handpiece was not working due to a faulty motor. The device failed pretest for check the off/oscillation/on switch mode function. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 6/21/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: (B)(4). D4: serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(6) . If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown. Therefore, device manufacture date is unknown. The manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was working intermittently. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.